Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the midpoint. A piece approximately 0.084" x 0.405" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the harmonic ace instrument's tip broke. The procedure was completed as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no fragment fall into the patient and no injury to the patient. The patient has not returned to the hospital due to post-surgical complications.